Manufacturer narrative:
Visual receiving inspection: 6/7/2016 . Received one used ch2000s spinning spiros lot# unknown. One (1) used bd 60ml syringe. The spiros was attached to the syringe. No leaks were observed. Functional testing: a single used ch2000s spinning spiros was returned connected to a 60ml bd luer lock syringe. The syringe was labeled as being filled with daunorubicin. The ch2000s spinning spiros connected to the 60ml bd luer lock syringe was placed in a 1.5 foot square box and shaken vigorously for two minutes to simulate travel in a vacuum tube (such as in a bank). When finished the connection between the ch2000s spinning spiros and 60ml bd luer lock syringe was intact. While measuring the residual torque the ch2000s spinning spiros disconnected from the syringe. The ch2000s spinning spiros was reconnected (o-2g-021) to the 60ml bd luer lock syringe at 1.3in-lbs. The disconnect torque was 0.67in-lbs. The luer connection sites were wiped dry of drug/fluid and connected (o-2g-021) again at 1.3in-lbs. The disconnect torque was 0.95in-lbs. Analysis summary: the complaint of spinning spiros falling off of a 60ml bd luer lock syringe was confirmed during residual torque measurement. It is not known how securely the ch2000s spinning spiros was initially connected to the syringe. When reconnected with fluid in the luer connection the disconnect torque was low. When the luers were connected dry the disconnect torque was good. When connecting the ch2000s spinning spiros to syringes it is important to assure that the luers are dry and free of liquid.

Manufacturer narrative:
Lot review: a review of lot# 3099400 showed (B)(4) units were manufactured, tested, inspected and released citing no anomalies. Receiving inspection: 6/15/2016 - received one 6/7/2016 - one used ch2000s spinning spiros lot# unknown. One (1) used bd 60ml syringe. Investigation in-process.

Event description:
Complaint received regarding one ch3504, 61" smallbore ext set w/microclave, spiros w/red cap, clamp, drop-in spinning spiros, priming cap, lot# 3099400 (mfg. 08/2015). Report states, "spinning spiros attached to syringe connected to clave on syringe pump tubing. Spiros fell off of syringe, spinning feature was activated. This resulted in exposure from the syringe as well as the tubing." There was unprotected chemo exposure reported.